Event description:
It was reported that the patient was admitted to the hospital with complaints of shortness of breath and an onset of a productive cough. The patient was transferred to ICU with worsened respiratory status and placed on noninvasive vasopressors. The patient's condition deteriorated and a dnr was initiated. The patient later expired. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.